Event description:
It was reported that during a da vinci si surgical procedure, the pk dissecting forceps instrument would not open and/or close. After the instrument was pulled out, it was discovered that a cable was broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken cable. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp has still remained in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.